Event description:
The customer states that they did a lab comparison on a pt. The lab result was 317mg/dl the customers device read "hi". No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.